Event description:
Event description guidant received information that this device was found to be out of ship mode while still in the box. Additionally, the pacemaker is at elective replacement time. The field representative reported that the quality seals are still intact, and that the device print outs show no time stamps and histograms displaying 100% pacing at the lower rate limit.